Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter state: the initial reporter's state was determined to be mi based on the provided phone #. Initial reporter facility name: (B)(6) hospital. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21069697 . Medical device expiration date: 28-jun-2021 device manufacture date: 25-jun-2021 medical device lot #: 21109279 medical device expiration date: 11-oct-2024 device manufacture date: 06-oct-2021 medical device lot # :21109281 . Medical device expiration date: 12-oct-2024. Device manufacture date: 12-oct-2021. Medical device lot #: 21109280 . Medical device expiration date: 11-oct-2024. Device manufacture date: 11-oct-2021. Medical device lot #: 21119753 . Medical device expiration date: 17-nov-2024. Device manufacture date: 15-nov-2021. Medical device lot #: 20095612 . Medical device expiration date: 11-sep-2023. Device manufacture date: 01-sep-2020. . Medical device lot #: 21069690 . Medical device expiration date: 21-jun-2024. Device manufacture date: 08-jun-2021. Medical device lot #: unknown . Medical device expiration date: unknown . Device manufacture date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 bd alaris smartsite texium secondary sets experienced component separation. The following information was provided by the initial reporter: tubing is coming apart at the drip chamber.

Event description:
It was reported that 8 bd alaris smartsite texium secondary sets experienced component separation. The following information was provided by the initial reporter: tubing is coming apart at the drip chamber.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of separation at the drip chamber could not be verified due to the product not being returned for failure investigation. Without the sample investigation, the root cause cannot be certain. However, there is a project underway, CAPA#3974230, to address the issue of drip chamber separation on 10013364t. A device history record review for model 10013364t and the reported lot#s were performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - leak with lot #21069697 regarding item #10013364t. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - leak with lot #21109279 regarding item #10013364t. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - leak with lot #21109281 regarding item #10013364t. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - leak with lot #21119753 regarding item #10013364t. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of separation other component - leak with lot #20095612 regarding item #10013364t. A complaint history check was performed and this is the 4th related complaint reported with the defect/condition of separation other component - leak with lot #21069690 regarding item #10013364t.